Event description:
The customer observed that occasionally, barcoded patient samples processed using a cell-dyn sapphire analyzer would be incorrectly mismatched to the specimen ID number and wrong patient name. Sample (B)(6) was replicated by the cd sapphire and potentially mismatched to an incorrect patient name. The customer uses a laboratory information system (lis) to further process patient data. No mismatched results or incorrect reports were released from the lab. No adverse patient outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier failed to load the clips. The case was carried out and finished using a new clip applier. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Floor out of position the analysis results found that the (B)(4) device was returned with the floor out of position. In an attempt to replicate the reported incident, the device was functionally tested to detect any feeding issues. Upon firing of the device, two clips were ejected. In order to evaluate the device¿s internal components the device was disassembled, damage on the top shroud was found due to the floor being out of its position and sixteen clips on the clip track were found. However, it could not be determined what may have caused the found condition of the floor. In addition, the lock out posts were found to be broken which suggested that a premature lock out occurred. No conclusion could be reached as to what may have caused the premature lock out. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.